Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that a pt underwent a procedure. While the surgeon removed hernia, suddenly the image of the endoscope was cloudy. It was reported that the glass which was attached to the tip of shaft might have broken and fallen down into the operative site. Reportedly, this may have been caused by a bipolar forcep that was used simultaneously and may have broken the lens. It is unk if any glass remains in the pt. There were no pt complications.